Manufacturer narrative:
The pump powered up properly, and passed the self test and displacement test. The pump was received with all buttons responding properly. No physical damage or moisture damage was found on the keypad assembly. No unlocked lcd keypad connector, frozen screens or unexpected constant audio / beep anomalies were noted. The pump did have minor scratches on the lcd window.

Event description:
It was reported the customer had a constant tone emitting from their insulin pump. Customer has disconnected from their insulin pump for the past two days due to the constant tone. It was also found the customer's buttons were unresponsive while troubleshooting for the constant tone. Customer's blood glucose was 416 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer's blood glucose was 197 mg/dl at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.